Event description:
Philips received a complaint by the customer on the v60 indicating that the proximal pressure sensor autozero had failed. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the proximal pressure sensor autozero had failed. The error, "the proximal pressure is not measured and pressure-related alarms are compromised" (diagnostic code 110b), was confirmed in the event log. The customer then stated that they had just replaced the flow sensor assembly. The customer then noticed that the pins were not aligned with the data acquisition (da) printed circuit board assembly (pcba). The customer then realigned the pins and ran the v60 for 45 minutes and no issues were reported. The customer realigned the pins from the flow sensor assembly to the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Unable to confirm if device was in clinical use at time of discovery as no gfe response was received. If additional information becomes available a follow submission will be submitted.